Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): patient code 3165 captures the reportable event of unretrieved device fragment. H10: visual analysis of the sensor wire revealed the needle tip came in contact with the guidewire, causing the ptfe and urethane to peel. It is likely that the needle tip interfered with the guidewire as stated in the event, causing the failures observed (urethane peeled and ptfe coating peeled). It is important to highlight that the IFU states in warning section the issues caused for using a guidewire with metal needle due to failure modes as distal tip peeled can be generated. It is noted the end user was advised of the IFU instructions with use of the device with metal needles. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is failure to follow instructions since the problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that sensor wire was used in the kidney during a percutaneous nephrolithotripsy (pnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a sensor wire and non boston scientific metal puncture needle were used during pnl tract making. The needle tip and guidewire interfered, a portion of the guidewire remained in the renal parenchyma. The procedure was completed with this device. The IFU for sensor wire states the following: use caution if using with a metal needle or cannula. If the guidewire is being used with a metal cannula or needle and the guidewire needs to be withdrawn, remove the guidewire and metal cannula/needle as a unit, to reduce potential damage to the wire. If a needle is used for initial placement, a plastic entry needle is recommended when using the guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4) prefecture. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that sensor wire was used in the kidney during a percutaneous nephrolithotripsy (pnl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a sensor wire and non boston scientific metal puncture needle were used during pnl tract making. The needle tip and guidewire interfered, a portion of the guidewire remained in the renal parenchyma. The procedure was completed with this device. The IFU for sensor wire states the following: use caution if using with a metal needle or cannula. If the guidewire is being used with a metal cannula or needle and the guidewire needs to be withdrawn, remove the guidewire and metal cannula/needle as a unit, to reduce potential damage to the wire. If a needle is used for initial placement, a plastic entry needle is recommended when using the guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.